Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt they were not getting pain relief with the stimulator like they got in the trial. It was mentioned the hcp had difficulty implanting the paddle lead and they could not get it midline. The lead was implanted at an angle. The rep stated they were unable to program hd as well as on the trial. The patient has tried different programs, and they have found one program that improves the patient¿s back pain. However, it does not help with hip or thigh pain. The patient also did not have great thigh pain relief in the trial. The hcp has mentioned trying to revise with perc leads which were used in the trial. The issue has been ongoing since implant. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported the cause of the difficulty implanting the lead and implanting the lead at an angle was due to scar tissue and patient anatomy. The cause of the stimulator not being as effective as the trial was probably due to the lead placement. The patient has chosen to wait on any revision. The patient is getting some relief to her back, she just does not get help with thigh pain. The issue was not resolved. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.